Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion is inconclusive due to the state of the returned sample. One photograph of a powerpicc sv (small veins) was returned for evaluation. An initial visual observation of the photograph showed a powerpicc sv inside a clear plastic bag. A syringe was observed to be attached to the luer hub, and the pinch clamp was observed to be open. Blood was observed within the catheter, and no damage was observed in the catheter in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported device was placed on 10/27. It was placed without any problems using sherlock. Antibiotics and blood tests were administered frequently during treatment, but it became blocked 10 days after placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.